Event description:
The surgeon was using the device and fired three clips to gallbladder. When another attempt to place a clip on the artery, the device did not fire as it normally would have if the disposal was working correctly.